Event description:
Patient reported, no complaint against the right device. It was later reported, "capsular construction g2-3 on the right side". Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, creases fold, wear abrasion and weight to the spec. A visual and microscopic analysis was performed which identified, striated opening on anterior and brown particles in the shell. Based on the device analysis, the final assessment is: a striated opening on anterior assessed, as surgical damage.

Event description:
Patient reported no complaint against the right device. It was later reported "capsular construction g2-3 on the right side." Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.